Event description:
Patient presented with a short, large, angulated neck with a reverse taper; on (B) (6) 2008 had implant of a 28-16-120bl bifurcated device and a 34-34-100rl suprarenal extension. Follow up revealed that the suprarenal extension had moved down approximately 5-10mm resulting in a proximal type I endoleak. There was disease progression in both iliac vessels, also resulting in enlarged iliacs and bilateral distal type I endoleaks. On (B) (6) 2010, the proximal type I was treated with two 34-34-80l proximal extensions, and the bilateral distal type I endoleaks were treated with 16-16-88l limb extensions. The case was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.